Event description:
It was reported that during a low anterior resection procedure, the circular stapler was inserted transanally to perform a colo-recto anastomosis. It was a big procedure with multiple challenges. Therefore, a third surgeon, not colorectal, was asked to fire the instrument. The two other experienced surgeons were not comfortable after the firing, as they did not hear a proper crunch from the circular stapler. They performed a rectoscopy after the firing, and they saw that the staples had not formed the proper b-formation. After this, the surgeons were able to mobilize more of the rectum to do another colo-recto anastomosis, this time with an experienced surgeon firing the instrument. No problems occurred with the second firing, and the procedure was completed as expected. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.